Event description:
It was reported that the catheter had been in the patient for 2 months and "something like balloon" occurred at the extension tubing when injecting liquid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ballooning of the catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was assembled with a two-piece connector. Usage residues were observed throughout the sample. The extension tubing markings were complete worn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. During pressurization of the sample, ballooning of the catheter was observed at the proximal end of the extension tubing. Microscopic inspection of the sample revealed superficial cracking in the vicinity of the ballooning. Tactile inspection of the sample revealed severe tensile weakness, material necking and discoloration at the distal end of the extension tubing. The observed ballooning of the extension tubing and severe tensile weakness were consistent with weakening of the extension tubing material, likely caused either by pulling stress or attempted infusion of an occluded catheter. The abundant use residues and extensive marking wear suggested that occurred during device use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds4650 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had been in the patient for 2 months and "something like balloon" occurred at the extension tubing when injecting liquid.